Manufacturer narrative:
Device passed all functional tests including displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or unexpected "insert battery", ¿low battery¿, ¿replace battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. No pump error was noted during testing; however, pump error is confirmed in the formatted history file (variable info = 3) due to a loose connection or a cold solder joint at u1 keypad assembly. No other unexpected audio/vibrate anomaly/absence of alarms were noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received hardware low level failure alarm occurred during self test as well as audio anomaly. Customer¿s blood glucose level was unknown. Customer was able to clear the alarm. Customer received request to rewind insulin pump. Customer is able to complete insulin pump rewind. Customer was performed self test and test passed during second time. Customer stated that the audio test was fail. Troubleshooting was performed. The insulin pump will be returned for analysis.